Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was noted to the electronics assembly. No battery out limit alarm could be verified due to the unresponsive keypad. The insulin pump was received with a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the buttons were mashed by her granddaughter and then the buttons became unresponsive. The customer also reported that the insulin pump got wet while swimming. The customer took out the battery to let dry, re inserted it and received a battery out limit alarm. The customer did not recall the blood glucose reading. The insulin pump had alarmed for a button error. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.